Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the damaged pin in the video connector. Video connector needed replacing. The device has the new type of switch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device generated color bars but no image when connected with the camera. The device was inspected with no other anomalies noted. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The device has no repair history for this issue. It has been more than seven years since the subject device was installed. It is possible that the pins inside the video connector were bent due to repeated usage over a long period of times. It is also possible that the pins inside the video connector were bent due to the following reasons: the user forcibly connected the scope connector, connected it slantwise, or applied force to the connector by forcibly bending, pulling, twisting or squeezing it. This made the electrical contacts of the connector unstable, caused a trouble for transmitting images between the scope and the video processor, and stopped displaying endoscope images. The instructions for use includes the following statements for no image output, regarding the handling method of the device, which might prevent the phenomenon from occurring: do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.